Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. (Expiry date: 07/2023).

Event description:
It was reported that during vascular stent graft procedure, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the returned delivery system it was confirmed that the deployment mechanism was in use and that the user could only partially deploy the stent graft. Outer sheath elongation indicated that excessive friction/ release force was present when the user tried to release the stent graft. In this case, the device was used to treat the aortic arch which represents an off-label used. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product, it was found that the instructions for use sufficiently address the potential factors. Regarding preparation the instructions for use states: 'prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Furthermore, the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'the use of a superstiff guidewire is recommended for stent graft placement.' And 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure.' Furthermore, the fluency plus vascular stent graft is indicated for use in the femoral and iliac arteries. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g5. H10: d4 (expiry date: 07/2023), g3. H11: h6(device,result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during vascular stent graft procedure in aortic arch , the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.